Manufacturer narrative:
Model number/catalog number 72400024, (B)(4), description balloon fgs 61-70 cm, expiration date 03/01/2022, manufacturer date 03/01/2017. Model number/catalog number 72404127, (B)(4), model/catalog description control pump fgs iz, expiration date 02/02/2018, manufacturer date unknown.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence and urethral atrophy. A new artificial urinary sphincter consisting of a 4.0 cuff, 61-70 balloon and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient's recurring incontinence began (B)(6) 2018. The atrophy was located under the cuff.